Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the er420 clips would not close. Another instrument was used to complete the case.